Event description:
It was reported that during a pph procedure, some of the staples did not form properly. The procedure was completed by hand-suturing. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.